Event description:
It was reported that the patient had high impedances on several contacts of the l3 lead, and therapy was autoreducing. The patient still has therapy using the other leads. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the lead was explanted and replaced on jan 28, 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.